Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. Samples were reran and the results were negative. There was no report of patient impact. Eua# (B)(4) the following information was provided by the initial reporter: bd max run covid 19 sample has discrepancy result. All positive except n2 is negative. When rerun it come back all negative

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref (B)(4)) lot 1103381 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Although no kit lot was originally provided, analysis of the customer data revealed that bd sars-cov-2 reagents for bd max¿ system kit lot 1103381 was used to test the suspected false positive result and was thus investigated in this report. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1103381 was manufactured according to specifications and met performance requirements. Customer complained about a suspected false positive result with bd sars-cov-2 reagents for bd max¿ system ((B)(4)) kit lot 1103381 that gave a negative result upon a repeat test (discrepant result). Customer provided five runs #3219, 3226, 3228, 3282, 3284, from instrument ct1116 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Data analysis revealed that the suspected false positive n1 sample was identified as position b9 from run 3282 with its repeat test being position b11 from run 3284. Manual pcr curve adjudication of the suspected false positive n1 sample revealed late, but true fam channel fluorescence detection (n1 target) in position b9 from run 3282, and no indication of n2 amplification detection. Although position b11 run 3284 also showed weak fluorescence detection of both n1 and n2 targets, it was very low and did not reach the thresholds to be considered positive, resulting in a negative result. Low fluorescence detection of positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for late signal is a conservative assessment of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod) or environmental or cross contamination are the most likely causes to explain the customer¿s positive results, however, bd was unable to confirm. Nevertheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1103381. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. Samples were reran and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: bd max run covid 19 sample has discrepancy result. All positive except n2 is negative. When rerun it come back all negative.